Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection. There was pus coming out. For treatment, the patient was prescribed antibiotics. The pod was worn longer than 48 hours on the leg. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.